Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that at a routine follow up of this cardiac resynchonization therapy defibrillator (crt-d) one episode of ventricular fibrillation event was noted which was diverted. Interrogation of this event showed electromagnetic interference (emi) and asystole for > 2 seconds was observed. This patient was pacemaker dependant. Noise was noted on the pacing and shocking channel of this right ventricular (rv) lead. The noise was not reproduced upon manipulation and a follow up was scheduled. At this time, the device and lead remain implanted.